Event description:
It was reported there was non-sustained right ventricle oversensing. Myopotential oversensing was suspected. The asymptomatic patient came into the clinic for pocket stimulation and isometric testing, which did not reproduce similar results found on the stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.